Event description:
Customer's son-in-law reported an advantage system blood glucose result of 405 mg/dl and 182 mg/dl within 10 mins on a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.